Event description:
It was reported that there was a right ventricular (rv) lead superior vena cava (svc) coil alert for impedance measurement greater than 100 ohms. It was noted that the higher svc impedance measurement could possible be due to the patient being a smoker. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable defibrillator (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).